Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-02735. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infections, intermittent dysuria, recurrent erosion, recurrent uui, nocturia, enuresis, and frequency.

Event description:
It was reported that following insertion the patient experienced recurrent urinary tract infections, intermittent dysuria, recurrent erosion, recurrent uui, nocturia, enuresis, and frequency.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, the patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystocele and rectocele repair and cystoscopy due to stress urinary incontinence, urgency, abdominal pain, cystocele and rectocele. It was reported that following insertion the patient experienced pain and pressure in lower stomach, constant bladder leakage, no bladder control, urinary tract infections, had to wear (B)(6), caused depression and embarrassment. After removal surgery had to wear 2 catheter bags for several months which caused embarrassment and depression. She began to have trouble with her bowels after surgery. After removal surgery, had to go to rehab to learn to walk and take care of herself again. Had some memory loss, was required to get a home health nurse, and continue physical therapy after returning home. She was unable to have sexual relations with husband because of the pain. It was reported that patient underwent mesh removal on (B)(6) 2012 as the mesh fell apart inside of the patient and put holes in her bladder. She had uncontrollable urine and had to wear depends undergarments for constant leakage and she had constant pain. (B)(4).